Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The stent was received deployed in the hub of the microcatheter, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was noted to be intact. The distal end of the stent was found to be within the lumen of the microcatheter. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events: 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after advancing it for a certain distance, the stent was inadvertently deployed within the stent microcatheter. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The event description indicated that the stent was being used in stenosis case which is not recommended. The subject stent dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms.¿ during analysis, the stent was received deployed in the hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The distal end of the stent was found to be within the lumen of the microcatheter, and the stent was noted to be intact. The physician noted slow progress, most likely due to the stent experiencing increased resistance as it was being advanced inside the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. An assignable cause of procedural factors has been assigned to the reported events: 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' and the analyzed event: stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.